Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute: lo (result < 10 mg/dl) and 103 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).